Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was emitting tones and could not be interrogated. The physician elected to explant the ICD.